Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. It would get to seventy percent complete and then it would stop. Two different programmers were used. The next day, another attempt to interrogate was successful. The ipg was able to be interrogated as normal. The device remains in use. No patient complications have been reported as a result of this event.